Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the centrimag console displaying flow even though no speed is set was confirmed at the edc. Data from the reported event date of 07nov2024 in the returned centrimag console log file was reviewed. The motor speed was not set throughout the entire log file. There were no notable alarms active in the log file. The returned centrimag console, serial (B)(6), was evaluated at the edc. The console underwent functional testing and the reported event was confirmed. The unit was registering flow while the motor was not running and at 0 rpm. The issue was narrowed down to the flow pcba, and it was replaced along with the flow cable and lmcebpx to flow board cable. The flow pcba, flow cable, and lmcebpx to flow board cable were forwarded to ppe for further analysis. Further analysis of the returned flow pcba revealed no physical anomalies. The flow pcba was connected to a known working test fixture. During testing, the console was powered on and off multiples times and no issues or atypical alarms were produced when the unit booted up. The speed and flow were 0 rpm and 0lpm respectfully. The console operated as intended without any issues or atypical alarms being produced throughout testing. Circuit analysis of the returned flow pcba did not reveal any issues that would have resulted in the reported issue; therefore, the reported issue could not be isolated to a specific component. Additional information provided stated that they used various flow probes and motors and the issue continued. Although the reported event was determined to be an issue with the console¿s flow pcba, the root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: console did not withstand surge testing of up to 2.0 kv. Damaged flow cable. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a flow was displayed even though no speed was set. The fault occurred during preparation, so the defective console was replaced with another console, no damage was caused.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.